Event description:
The device was used during laparoscopic hernia repair. It was reported by the rep the device jammed. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with execessive dried body fluids in the cartridge assembly and with no staple in the cartridge nose ready to fire. The instrument was examined and was found to be functional. The instrument was cycled and the first staple loaded into the nose and then the instrument fired the remaining 11 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.